Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the reported event was likely caused due to the charge-coupled device (ccd) cable being pressed and about to break. In addition, since the image disappeared immediately after the beginning of the procedure, it is likely that the user did not confirm any image abnormality during angulation of the device during the inspection prior to use. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: preparation and inspection inspection of the endoscopic system inspection of the endoscopic image this supplemental report includes a correction to d4 and g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the image loss in certain positions for bronchovideoscope. The issue was found at the beginning of a therapeutic flexible bronchoscopy procedure. The procedure was completed with a similar device. There was a five minute delay in the procedure while the scope was replaced. The delay did not impact the patient. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the scope was tested with multiple cv-190 video system center processors and clv-190 xenon light source, but no image was observed. Evaluation found a severe dent on the insertion tube below the protector boot, which was the probable cause of the image failure on the scope. In addition, there no image found upon angulation and insertion tube had failed gauge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.